Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient did not know if the pain goes down during day because, the pump was ¿turned up high.¿ reportedly, the patient did not need the dosage high during the day as the pain was worse in the morning than at night. The patient wanted to be able to control this himself verse going to the physician all the time to adjust. The patient was told that morphine could ¿mess with organs¿ over time and stated the medications were ruining his organs if it¿s up high. Reportedly, the pump had been turned up three times. The patient had an x-ray which showed degenerative changes. The physician had thought the tube was undone, the tube came loose, and wanted to do a computerized tomography (CT) scan as there was no reason for this much pain. However, the insurance would not approve and the patient was to see a new physician to assist in a CT approval. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.